Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer medwatch# (B)(4), reports part of wire cutter broke off while cutting a k-wire. Both parts were recovered. Subsequent follow up reports a flat of plate the left foot was taken and read as negative for any foreign bodies. Customer reports via email that pieces did not fall into the wound. No harm to patient or doctor.